Manufacturer narrative:
Ppae (vessel perforation (peripheral)/thrombosis) : the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was placed via the direct surgical access in the operating suite to support the 58 year old male patient. The patient had been admitted in for the surgery of coronary artery bypass graft (CABG) and presented in scai stage d. Prior to the 5.5 placement the patient was supported by inotropes and vasopressors. The other underlying medical history was not shared. The delivery of the pump was unable to proceed without wires and echo guidance. The team utilized .035 and .018 wires to deliver the pump. After the procedure was completed and the chest was closed the team observed bleeding from the chest tubes, they re-opened the chest and observed clot behind the heart and a perforation thought to be caused by the guidewire. 2 units of blood were given and chest re-closed. The 5.5 stayed on for support for 4 days and was weaned and explanted. The patient survived the harm of the vascular damage from the guidewires used for pump placement. No.